Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. The event occurred at the university (B)(6). The patient remains ongoing on vad support. A correlation between the device and the reported bacterial driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a bacterial infection of the driveline. The patient was treated with unspecified medication. The cause of the infection was due to the patient's noncompliance with device management instruction. No further information was provided.